Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.

Event description:
It was reported that the patient had been seen by paramedics due to hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include shaking and labored breathing. The patient was treated with IV (intravenous) dextrose and given glucose through the mouth. The patient wasn't brought to the hospital for the issue. According to the patient, they ripped the pod off since they were afraid the pod was still giving insulin even though insulin was paused on the omnipod 5 controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified.